Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a broken screen. Overlay was broken but functional. Analysis was unable to reproduce issues with wireless telemetry. The rft was observed to have contamination which would affect wireless performance. Replaced the rft. All other wireless components inspected/ torqued per spec. Power supply and lem bulkhead plate was replaced as preventative measure due to contamination. The stylus tip was pulled apart and the stylus was non-functional. The upper left hinge display was broken. Replaced both upper left and right display hinges. Lower display bullets broken, there was a broken tab on power cord bay, the lower display bullets broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen. The product has been returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.